Event description:
The affiliate reported luer hub incompatibility. During prep, the infiniti catheter hub could not connect to the stopcock. Physician changed to another catheter to complete the procedure.

Manufacturer narrative:
The complaint reported states that during use the infinity catheter had luer hub incompatibility/fit. During prep, the infiniti catheter hub could not connect to the stopcock. Physician changed to another catheter to complete the procedure. There was no reported injury for the patient. One non-sterile cath f6 100cm was received coiled inside a plastic bag. The unit presents blood residues. The hub is in good condition. The hub presents red marks. No additional anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per to (B)(4), the catheter was connected to a stopcock (lab sample) without difficulty, in addition was connected to a syringe without difficulty and was flushed and no leakage was detected. The failure reported by the customer could not be confirmed since the hub was connected at two different devices without difficulty, in addition the unit was flushed and no leakage was detected on the hub and device connection. No corrective action will be taken at this time due to the failure reported was not found. The complaint of luer hub incompatibility/fit was not confirmed on product analysis. The product performed according to specifications. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported difficulty.